Event description:
It was reported that the patient was experiencing pump button is extremely difficult to press and/or requires multiple presses to turn on pump screen there was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.